Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the display value was not accurate. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the display value is not accurate; however, per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that values were displayed normally, and the actual fault was that a proximal pressure sensor autozero failed error occurred. The asp engineer also mentioned that the hospital found a third-party vendor to repair the data acquisition (da) printed circuit board assembly (pcba). The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.